Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the following findings were noted: device evaluation and testing found not getting any output, an error message" output short" observed during voltage bar graph calibration testing due to faulty plasma blend board. Using the test reference test boards, the unit passed all functional test and 2 hours burn-in test. The housing has multiple minor scratches. Review of fault log found error 400 ref 25, three times, indicated biomed time credit expired. Biomed is notified that time credit is expired. Error code stored in log. The biomed test cable has been used beyond its time limit allocation. The operator will have been advised and this error code recorded in the log. There is no fault. Based on device evaluation findings the customer reported issue was confirmed. A faulty plasma board was found causing no output on the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during maintenance inspection, the device was observed with no output. Not getting any output. There is no patient involvement associated on this event . Device evaluation found faulty plasma board (printed circuit board) causing no output. This report is being submitted for faulty plasma board found during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely not the manufacturer of this device that cause the event. Olympus will continue to monitor the field performance of this device.